Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the defective video socket/worn out connector caused the picture errors and malfunctions. It is likely, that wear and tear damage with customer handling and repeated use over time contributed to this failure occurring. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the video socket for the camera head of the visera elite video system center is defective, the issue was found during preparation for use. Inspection and testing of the returned device found worn out connector which caused picture error and malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found front panel was cracked and broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.